Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Dear sir, madam. It has been three weeks ago that we contacted you concerning the material used in the bd epidural catheter, 20 gauge closed end (for use with the 3.5" bd epidural needle) - x12938. On 9 july 2024, I was informed team has sent the request to the product stewardship team (bd_moc@bd.com). However, we have not yet received a response: also, not after sending (reminder) e-mails on 16-7-2024 (to medical.information@bd.com). Therefore, I am e-mailing once again to request to you to inform us on the used material of above-stated bd epidural catheter. We need this information urgently, as this bd catheter was broken off during insertion and we need this information for deciding on further imaging/diagnostics and consideration of the necessity of a surgical procedure for the patient. I expect a response to our request at a very soon notice.

Manufacturer narrative:
Two photos were provided from the customer for this investigation. In the 1st photo it is observed the products tyvek with the catalog and batch number, expiration date. The 2nd photo shows an unused and unopened epidural catheter (B)(6) in its sealed package; the package has the description of the device. Physical sample is required to further analyze. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The catheter material passed incoming inspection using which includes visual, dimensional, and functional testing and lot was released with acceptable results. Packaging process was found in compliance. Is important to follow the instructions for use, to avoid damage to the catheter, do not withdraw the catheter through the needle once the catheter has passed beyond the epidural needle tip. Also, in the caution section indicates: do not withdraw catheter through needle. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined.